Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. Sensor removal status will be provided in a supplemental report once the information becomes available.

Event description:
On may 04, 2026, senseonics was made aware of a healthcare professional who had difficulty removing a user's sensor from their left arm. The procedure lasted between 45 minutes and an hour and involved a magnet and an ultrasound. The user experienced bleeding. The hcp closed the incision with sutures and scheduled a follow up appointment. Additional information was sought from the user but was unsuccessful.